Event description:
Bsc crm received info that this atrial lead was pacing in the ventricle due to dislodgement. The lead was explanted and replaced without any further incident.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The fixation helix could be properly extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromize the effectiveness of the fixation screw mechanism. The analysis did not reveal any sign of a material or mfg problem.